Manufacturer narrative:
Additional information was received that the burn marks were pin point marks and associated marks to issues with patient's skin due to patient's history of dermatological issues. No signs of infection were noted or any openings in the skin. There was no intervention provided.

Event description:
A report was received that the patient have burn marks at the ipg site and was experiencing difficulty charging ipg. It was unknown what intervention was provided for the burn.

Event description:
A report was received that the patient have burn marks at the ipg site and was experiencing difficulty charging ipg. It was unknown what intervention was provided for the burn.